Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmd for investigation, the pump alarms did operate as expected, however, the pcb board had failed causing the pump to not alarm audibly. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump did not alarm as expected. They stated that it did not alarm audibly at all. Mmd did not follow up with the initial reporter who stated that that the complaint had occurred during testing and did not have any affect on a patient. They also stated at that time that they had no further information to provide. (B)(4)